Event description:
It was reported that during a device replacement for normal battery depletion, the doctor noted a breach in the outer insulation of the lead, in the lead wrap under the device. It was further reported that there was low hvb impedance of 18 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor fractured; full lead returned and analyzed.